Event description:
It was reported that the patient had multiple atrial lead warnings; almost three million low bipolar impedances were noted. It was also reported that far field r waves [ffrw] were observed. The atrial lead was reprogrammed from bipolar pacing configuration to unipolar pacing configuration. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.